Event description:
It was reported that bd insyte autog bc needle was slow to retract or partially retracted. The following information was provided by the initial reporter: hamilton ed unit reported of a needle that got stuck while using it. There was no harm to patient or staff. The rn noted that it appeared very slow to contract but it finally did. Customer response on jun 06, 2025 1. When you pressed the button, did the needle fully retract? No, it only partially retracted, then stopped. 2. Did the needle start retracting and then stop, leaving the needle exposed? The needle seemed to get stuck in the catheter hub. 3. Did the needle not move at all after pressing the button? The needle moved 4. Did the button depress? The button depressed.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. The report of slow needle retraction could not be confirmed from the two shielded insyte autoguard needles that were provided for investigation. The needle was received in the retracted state and the IV catheters were not returned for investigation. The safety mechanism was reset and a functional test revealed that the needle fully retracted when the safety mechanism was activated. No delays were noted during retraction. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
No additional information.